Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the loading units were fully applied. The loading units clamping mechanism was deformed. One of the loading unit clamp bar had broken out of the anvil. Due to the condition of the first loading unit, functional testing could not be performed. The second loading unit was loaded into a post market vigilance instrument 0401 for functional testing. The interlock was overridden and the loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the first reload during a laparoscopic sleeve gastrectomy, after the first squeezed, the reload opened suddenly and the knife slipped to the middle of the reload, then all the staples deployed in the abdomen without forming a b shape. The same incident happened in the same procedure while firing the third application. The surgeon also tried to remove the undeployed staples on the tissue and realigned another reload. In addition, the surgeon reinforced the staple line with a suture.